Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a primary infusion of ns was noted to have a slight crack in one of the ports and leaked when the pump was started. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a cracked and leaking port was confirmed. No anomalies were observed on the set upon initial visual inspection. Functional testing confirmed a leak due to a small hole in the blue piston of the distal smartsite. The root cause of the cracked and leaking port is due to a damaged/punctured smartsite piston. The root cause of the piston damage/puncture is due to a manufacturing issue.